Manufacturer narrative:
The patient's exact date of birth is unknown; however, it was reported that the patient was born in (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous suspension procedure performed on (B)(6) 2022 for the treatment of uterine prolapse stage 3. During the procedure, the capio slim carrier got stuck in the cage when the physician tried to suture, then the suture broke and detached with the dart inside the patient; however, the dart did not fall off into the patient. During deployment, it was reported that the suture was pulled back and tensioned along the capio handle. The procedure was completed with another capio slim device. There was no serious injury reported as a result of this event.